Event description:
The clip did not close and hold. Ethicon multi clip applier ligaclip erca.rotating 20 medium/large clips.======================manufacturer response for ethicon multi clip applier, ethicon endo surgery (per site reporter).======================they would like the device returned for evaluation.